Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and all insulators were breached due to clavicle-rib crush. It was also noted that the proximal conductor was distorted and had blood/body fluid (not obstructed).

Event description:
It was reported that there was an atrial lead warning for low bipolar and unipolar impedance, and the unipolar impedance was higher than bipolar. It was also reported that a lead polarity switch occurred. It was further reported that there were signs of insulation failure and that the original implant was difficult. The lead was explanted and replaced. No patient complications have been reported as a result of this event.